Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 370's mg/dl. The contact thought the high bg was related to the infusion set site as it was scheduled to be changed that day, but the customer had forgotten. The site and pump supplies were changed and an insulin injection was administered to address the high bg. There was no damage noted to the site or cannula. After changing the pump supplies, a malfunction code was received. The customer reverted to using insulin injections for insulin therapy.